Manufacturer narrative:
One medfusion pump was received with the left plunger case cracked and the bottom case cracked by the black plate. The event history log was reviewed and there was a "system failure: configuration required" message. The power up process and self-start were conducted and the reported issue was duplicated. The pump was corrupted as a result of an incomplete cloning process. The user interrupted the pump to pump cloning process before it was complete. The pump was re-installed back to the standard configuration to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump lost its configuration and needs to be re-configured. The pump did not fail during patient care . The issue was found during testing.